Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), heartstring would not load properly. During first step of loading (squeezing tabs) the tube was pushed too far in to allow for proper folding of the seal. Happened during case. Opened up another hsk-3038 to complete case. No delays or patient effects. No patient info., or patient history. No other products reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000465679 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.